Manufacturer narrative:
Additional information: block b5 (describe event or problem) and block h6 (imdrf impact codes) has been updated. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached. Block bh11: correction to block e1 (initial reporter facility name, city and zip/post code).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during a procedure performed on (B)(6) 2025. During the procedure, the biopsy cap sponge became dislodged and fell into the scope channel. The cap was manipulated using the distal tip wire holder, and lubricant was applied to the balloon catheter to assist in the process. It is unknown if the sponge was successfully removed from the scope. There were no patient complications reported as a result after this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on january 24, 2026: it was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, a sponge fragment inadvertently fell into the patient. The physician was able to retrieve it without problem, and the procedure was completed using the seal biopsy cap.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during a procedure performed on (B)(6) 2025. During the procedure, the biopsy cap sponge became dislodged and fell into the scope channel. The cap was manipulated using the distal tip wire holder, and lubricant was applied to the balloon catheter to assist in the process. There were no patient complications reported as a result after this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.